Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article with translation on a separate form: title unknown.

Event description:
This is filed to report heart failure, endocarditis, surgical intervention and death. It was reported in a research article that this was a mitraclip procedure to treat functional mitral regurgitation (mr). It was noted pre-existing heart failure and atrial functional mr with annulus dilatation. On an unknown date, one clip was implanted. Then post procedure, the patient was hospitalized multiple times for heart failure and developed endocarditis. Approximately 8 months after the procedure, the patient was readmitted to undergo open heart surgery. However, even after the surgery, it was difficult to control the infection from aspiration pneumonia. Then 2 months after the surgery, the patient died. No additional information was provided.

Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. Based on the available information, a cause for the reported heart failure, endocarditis, and death could not be determined. Additionally, the reported patient effects of heart failure, endocarditis, and death as listed in the mitraclip instructions for use are known possible complications with mitraclip procedures. The reported surgical procedure was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.